Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (ofr). For evaluation. In the evaluation of ofr the following was confirmed; the bending section rubber and the bending section were damaged. The electrical contacts of the video connector was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, the endoscopic image disappeared. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.